Event description:
The customer's nurse stated the customer's contour meter was reading low compared to a one touch meter. The customer's glucose was tested using both meters. The contour read 38 mg/dl, while the one touch read 268 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.